Event description:
It was reported that approximately 9 days following the implant of a transcatheter aortic valve, the patient was re-hospitalized. It was observed that the patient was anemic, with a hemoglobin of approximately 6 grams/deciliter (g/dl). A duodenal ulcer was observed on upper gastrointestinal exam. The patient was treated with blood transfusion and oral proton pump inhibitor (ppi) medication. Approximately 6 days later, the patient noted abdominal pain, and localized inflammation in the small intestine was observed via computed tomography (CT). Following blood tests and imaging, intestinal ischemia was suspected, and the patient died approximately 2 days later.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.